Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 169 mg/dl. The customer stated that the insulin pump may have been exposed to sweat, since he works in a factory environment. Advised replacement of the insulin pump. Nothing further reported.